Event description:
It was reported that the needle did not deploy at pod activation as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy at pod activation as intended.

Manufacturer narrative:
The device was received fully deployed. The download data shows the pod completed both first and second prime and was then deactivated by the user. After investigation, no damages or defects were observed to the needle mechanism that would prevent the needle from deploying as intended. Although no issues were noted with the device, it could not be conclusively determined when the needle mechanism deployed. A root cause for the reported needle mechanism failure could not be determined.